Event description:
Customer responded to a pt in cardiac arrest. Device connected to pt, device identified a shockable rhythm, device charged but would not deliver the charge. The pt expired. The device was returned to manufacturer's service, however, service rep could not duplicate reported condition.